Event description:
It was reported that the puncture location of the right radial arterial line presents redness and dilatation at zone of pressure plus phlycten and defacelation caused by a single transductor connector. It is informed to the attending medic on (B)(6) 2022 for the respective change. On (B)(6) 2022 a new evaluation of the puncture location is performed and the lesions remain, which is informed to the attending for the removal and for the change of line, pending due to (B)(6) 2022 on the morning shift.